Event description:
A foreign particle found on the side of the lumen of the spike of the medical specialty innovations, inc. Bagflow single-use decanter (part #650, lot# 0690). This is the second time that a foreign particle is found inside the bagflow decanter. Health care provider notified staff to look for this, but this is the second time it has happened in a month.